Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that upon interrogation, non-sustained lead noise episodes were seen. The egms showed very poor atrial sensing, and as a result ventricular events were undersensed when they fell into the ventricular blanking period after the atrial paced event. The undersensing led to v pacing and detection of a fast event at the next ventricular beat. It was noted that the atrial lead would be repositioned which would adjust the timing to prevent blanked ventricular events. No further information is available.